Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33483, 1627487-2020-33485. It was reported the patient's wound incision site opened up after permanent procedure that took place on (B)(6) 2020. As a result, surgical intervention occurred on (B)(6) 2020, wherein the entire system was explanted.